Event description:
During placement of a subcutaneous venous port, a catheter was introduced through a sheath. While withdrawing the sheath, the sheath allegedly broke off half way. A piece of the sheath measuring about 2 1/2 inches in length was reportedly retrieved from the pt without difficulty.